Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the nurse was seeing end of service (eos) on the patient programmer. Caller alleged a dissatisfaction with ins longevity. Received call from the rep. Patient is going to be seen in office today and asked for information regarding the tablet to provide to healthcare provider since they only have information pertaining to 8840. Caller mentioned possibility that ins is overdischarged but healthcare provider saw patient in july and ins was fully charged at that time and caller didn't think patient had history of overdischarges. It was reviewed recharger needed to bring ins out of overdischarge and discussed possibility that patient may be seeing a power on reset (por). It was reviewed to have healthcare provider call in when patient is in the office. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting they spoke to the caregiver on (B)(6) 2019 and no eos was showing. Unknown what the cause was. The device was not explanted. The information was confirmed with the physician.